Event description:
Dexcom g7 3 out of 6 sensors failed within 2 hours, the other 3 sensors lost connection to the reader for hours at a time and then filled in the missing information when they regained connection since the information is used for treatment information. I am not able to trust the information to determine how much insulin to take. This is a failure of the purpose of the medical device so it is not usable. Medicare pays quite a bit for these sensors and is being ripped off. The device did not alarm for a low blood sugar and that could allow me to go into a coma or to die. This failure is dangerous. Reference reports: #mw5118742, #mw5118743, #mw5118744, #mw5118745, #mw5118746, #mw5118748.